Event description:
Report received from the united states that the device needed service. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. It is unknown if there was a delay in surgery. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).